Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that upon opening the implant, the tip of the bone plug appeared to be bent.